Event description:
It was reported that the patient presented for the removal of the right ventricular lead which contributed to tricuspid insufficiency. The lead was explanted. The patient was stable.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions